Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported product experience. The returned device analysis observed the garage leaves were bent and the sheath was elongated. The probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese (B)(6). Device (B)(4) - improper or incorrect procedure or method, against resistance. Per instructions for use: under closure procedure - do not advance the thumb advancer against excessive resistance the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after a diagnostic procedure. Reportedly, during thumb advancer/exchange sheath splitting resistance was met, the last 1mm of the exchange sheath was not split and could not be completely split. The distal tip of the device was damaged (bent). The safety release was activated, and the device was removed. Clip was not deployed. Manual arterial compression was applied for 110 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.